Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed a burned power flex. The service technician replaced the power flex and issue was resolved. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported model palmtop ventilator revel pigtail has been pulled off. When the therapist tried to re-attach it, the pins became bent on pigtail. At this time, it is unknown if there was any patient involvement associated with the reported issue.